Event description:
The patient had prophylactic generator replacement. It was noted that the patient had breakthrough seizures starting a few days before the replacement, and the patient's mother wondered if it was due to low vns battery. Per the patient's nurse, the patient had an increase in seizures in december that was due to medication changes, and the vns battery was low at that time but was working fine. The nurse did not have an assessment on the increase in seizures that occurred before the replacement. No other relevant information has been received to date.